Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a auxiliary half-height cubie drawer 1.1 row c failures. There were two instances of failure to eject and one instance where the device was not detected on the communication bus. A field service engineer addressed the issue by replacing the faulty row board after inspecting the row board cable. During the disassembly of the drawer, the engineer reseated the retractor band cable at both the drawer and the module controller. Additionally, the row board cable was reseated at the drawer controller and the individual row boards. After reassembling the drawer, the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, row "c" in auxiliary 1.1 failed and displayed "not detected on the communication bus". Attempts to recover from this issue resulted in a "failed to release" error, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, as access to medication was affected. The medication had to be obtained from a secondary device located on-site, resulting in additional travel time to and from that device. There were no adverse events or injuries reported based on this event.